Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), the first episode of abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent procedure to remove essure) and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved, the back pain, female sexual dysfunction, fatigue and the last episode of abdominal pain outcome was unknown and the migraine, headache and weight increased was resolving. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram: in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received, reporter added, concomitant condition added, labdata added, events added as :- abnormal bleeding (vaginal, menorrhagia), apareunia, fatigue,migraines/headaches, pain, weight gain,abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro), gabapentin and trazodone. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved, the back pain, abdominal pain and female sexual dysfunction outcome was unknown and the fatigue, migraine, headache and weight increased was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she saught treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - in 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet was received: outcome of the event "fatigue" was updated to recovering from unknown. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety and depression. Concomitant products included escitalopram oxalate (lexapro), gabapentin and trazodone. In (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), mood altered ("moody") and depressed mood ("unhappy"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved, the back pain, abdominal pain, female sexual dysfunction, mood altered and depressed mood outcome was unknown and the fatigue, migraine, headache and weight increased was resolving. The reporter considered abdominal pain, back pain, depressed mood, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she saught treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s social media- moody, unhappy. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter information updated. New events: moody and unhappy were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.